Event description:
The patient later reported she still leaks somewhat and would like to increase stimulation. The patient increased stimulation from 1.7 v to 1.9 v. The patient was advised she increase more if no improvement will be noticed, but not any higher than she can tolerate.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tdgy, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was having a lot of too many frequencies, leaking and was going to turn it up just a notch to see if that would help, but got the sync icon and wanted help. The patient has experienced a loss or change of therapy. It was noted that the therapy was on, on program 1 at 1.5. The patient turned stimulation up from 1.5 to 1.7 and stated she was comfortable and wanted to try it there. The patient later called in get help with their device as she stated that her programmer was not connecting to her implanted device and she was not sure it was working quite right.the event dated was noted to be (B)(6) 2015. The indications for use for this patient were gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.